Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an implantation of the locking compression plate (lcp) on (B)(6) 2014 in (B)(6): patient has reported pain. The x-ray shows two broken screws on the distal tip of the plate. This report is for two unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.